Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient hospitalization due to high blood glucose level (500mg/dl) caused by infusion set bent cannula issue and was treated with intravenous fluids of saline event on (B)(6) 2026. The patient experienced symptoms including blurred vision, vomiting, lethargy. The patient had high ketones.